Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient currently enrolled in the product surveillance registry clinical presented for a regularly scheduled follow-up. Upon interrogation is was discovered that the patients right atrial (ra) lead exhibited far field oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.